Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot#: v503941, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 29-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence. It was reported that the hcp was inquiring if the patient can have MRI. The hcp states pt said that when they explanted the interstim they attempted to remove the whole lead but part of the lead broke off and the lead tip is still in patient's sacrum. Redirected to medical affairs. No further complications were reported at this time.